Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument's grasper broke off. No further information was provided. On 10/15/2025, intuitive surgical, inc. (Isi) received user facility report mw5176186 stating: grasper of bipolar forceps broke off.